Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. This event was reported to stryker canada by health canada via mandatory hospital reporting: health canada reference#: (B)(4).

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding disassociation and crack/fracture involving an lfit v40 cocr head that was mated with an unknown stem was reported. The event was not confirmed. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: confirmation of event: based on the information provided in this product inquiry summary, I can confirm that the patient had a right total hip arthroplasty since I was able to see an operation report albeit with the date and other information redacted. I have no corroborating evidence regarding the clinical condition or planned revision since I have no office notes or xrays. Root cause analysis: assuming the events are the development of trunnionosis and the fracture of femoral stem, the root causes cannot be determined with certainty. The causes of trunnionosis are multifactorial including surgical technique, especially in the way that the trunnion and femoral head is prepared, patient factors including lifestyle, activity level and bmi. It is notable that this patient had an extremely high bmi 63. The root causes of a fractured femoral stem are multifactorial including surgical technique in the way the implant is secured and positioned as well as the ability to prevent the implant from being "potted" distally. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusions: it was reported that ¿trunnionosis of hip implant - resulting in broken implant needing to be revised surgically¿. A review of the provided medical records by a clinical consultant indicated: "based on the information provided in this product inquiry summary, I can confirm that the patient had a right total hip arthroplasty since I was able to see an operation report albeit with the date and other information redacted. I have no corroborating evidence regarding the clinical condition or planned revision since I have no office notes or xrays.' 'Assuming the events are the development of trunnionosis and the fracture of femoral stem, the root causes cannot be determined with certainty. The causes of trunnionosis are multifactorial including surgical technique, especially in the way that the trunnion and femoral head is prepared, patient factors including lifestyle, activity level and bmi. It is notable that this patient had an extremely high bmi 63. The root causes of a fractured femoral stem are multifactorial including surgical technique in the way the implant is secured and positioned as well as the ability to prevent the implant from being "potted" distally.' The reported stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.